Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8590-1, lot# n253792, implanted: (B)(6) 2010, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Patient reports was dismissed by the doctor because the doctor does not take patient's insurance. Caller states that she was on a payment plan due to medicaid, but now she no longer has it because her children are over 19. Caller states last refill was approx (B)(6). 2011. Caller states hcp dropped her approx. 2 months ago. Caller states hcp never provided anything in writing regarding them dropping her. Caller was given 1 month worth of meds. Caller reports she is on oral meds for panic attacks, psychiatric meds, opiates and high levels of anti-depressants (zoloft). Caller states 3 weeks after she was dropped by hcp she was in the hospital due to wound issues in her hip. Caller states she isn't doing well due to coming off her medications. Caller states she thinks her next refill was due in (B)(6) 2012. Caller states she's been alarming for 3 days. Caller states she really hasn't reached out to any physicians because she cannot afford to see an hcp. Redirected caller to repair department to address concerns related to the ptm issue. Caller states the ptm is corroding at the antenna jack. Caller reports hearing a single tone alarm. Alarm heard telemetry not yet performed. Drug: hydromorphone. Patient reports pump has been dry since (B)(6) of this year. Patient states that physician stopped providing refills due to insurance. Patient states had morphine for trail and with pump she was also receiving oral hydromorphone from md office. Dilaudid old additional information was received on (B)(6) 2015 from the consumer via crts (customer response tracking system) regarding the (B)(6) female patient who previously received dilaudid (hydromorphone) via an implanted infusion pump. The indication for use was noted as failed back surgery syndrome, complex regional pain syndrome type I, and non-malignant pain. The consumer alleged the pump was alarming or beeping since 2012, stating it "goes off like 48 times a day." The patient was in the hospital unrelated to the device or therapy and wanted to have a manufacturer's representative paged to address the alarm. The consumer did not have a managing healthcare provider (hcp) and there was reportedly no medication in the pump.